Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) only lasted 2 years and four months. The patient had two inss implanted that were about 5 cm from each other and were closer at night. The depleted ins was set to 0.7v, 60 usec, and 130 hz. Impedances on each side were measured to be in the 2,000 range. The hcp wanted to know if the proximity of the other battery could have caused the ins to only last 2 years and 4 months. No symptoms, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2015-03277.